Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the logon screen. The field service engineer found that someone was trying to log in but was unable to do so. The fse dialed into the station, performed a hardware testing application, conducted a firmware update, reinitialized the bio-ID in the device manager, and rebooted the station. The issue was resolved, and the user was able to log into the station. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on the logon screen. The customer reported that on the main screen, which asks for a password and requires a witness, the customer contacted their pharmacy tech, and the tech did not have the password. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.